Event description:
The device jaws were difficult to open once inside the surgical cavity. While on the tissue the instrument could not be removed. A similar device was applied to the tissue in order to remove the 1st instrument. There was no reported injury to the patient.